Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient started syncoping during the interrogation of the device, as the device had gone to eri (elective replacement indicator) back in (B)(6) 2010. It was also reported that during the change out procedure the device ran out and could not pace any more. The device was removed and replaced with a new device. No further patient complications have been reported as a result of this event.